Event description:
The patient was diagnosed with peritonitis due to unknown etiology with a fibrin occluded pd catheter (not a fresenius product) due to the infection. The patient was prescribed antibiotics in the hospital, but the type, route, dose, frequency and duration were not reported to the outpatient clinic. The patient's pd catheter was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy during this admission. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).